Event description:
The reporter stated the surgeon implanted a micl 12.1 mm implantable collamer lens on (B) (6) 2010. Surgery is pending to remove the lens. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is made available.

Manufacturer narrative:
(B) (4). (B) (4).